Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation- the right essure is outside the uterus.') And device dislocation ('malposition of essure device location of device: outside of the fallopian tubes in the right pelvic cavity and peritoneal cavity') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included lexapro. The patient's medical history included depression and menometrorrhagia. Previously administered products included for an unreported indication: mirena. On an unknown date, the patient started lexapro at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish") and depression ("psych injury, psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hyst. (Full) and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, anxiety, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded). Malposition of essure device. Only left essure coils in place and the right device located outside of the fallopian tubes in the right pelvic cavity. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received events "abnormal bleeding (vaginal), psychological or psychiatric problems condition:depression, mental anguish,malposition of essure device location of device: outside of the fallopian tubes in the right pelvic cavity" were added. Reporter information, medical history, patient demographics and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation- the right essure is outside the uterus.') And device dislocation ('malposition of essure device location of device: outside of the fallopian tubes in the right pelvic cavity and peritoneal cavity/ left: endomyometrium') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro) and levonorgestrel (mirena) from (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis ("chronic endometritis"), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), depression ("psych injury, psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hyst. (Full) and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, endometritis, anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded) malposition of essure device only left essure coils in place and the right device located outside of the fallopian tubes in the right pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs received: newly added events- dysmenorrhea, reporter was added, essure insertion date were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), uterine perforation ('uterine perforation- the right essure is outside the uterus.'), fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('malposition of essure device location of device: outside of the fallopian tubes in the right pelvic cavity and peritoneal cavity/ left: endomyometrium') and endometritis ('chronic endometritis') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro) and levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 days after insertion of essure. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), depression ("psych injury, psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy-uterus and cervix and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, uterine perforation, device dislocation, pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, endometritis, anxiety, depression, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, endometritis, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2008 patient received treatment for pain, abnormal bleeding, fracture, migration, perforation. Patient report (pfs): still have right coil inside that is causing me issues diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded) malposition of essure device only left essure coils in place and the right device located outside of the fallopian tubes in the right pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), uterine perforation ('uterine perforation- the right essure is outside the uterus.'), fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('malposition of essure device location of device: outside of the fallopian tubes in the right pelvic cavity and peritoneal cavity/ left: endomyometrium') and endometritis ('chronic endometritis') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro) and levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 days after insertion of essure. In september 2008, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), depression ("psych injury, psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy-uterus and cervix and total hysterectomy (uterus and cervix removed)). Essure was removed on 20-jul-2009. At the time of the report, the device breakage, uterine perforation, device dislocation, pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, endometritis, anxiety, depression, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, endometritis, fallopian tube perforation, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 patient received treatment for pain, abnormal bleeding, fracture, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded) malposition of essure device only left essure coils in place and the right device located outside of the fallopian tubes in the right pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event fallopian tubes perforation added. Fu 8 and 9 processed together. On (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), uterine perforation ('uterine perforation- the right essure is outside the uterus.'), device dislocation ('malposition of essure device location of device: outside of the fallopian tubes in the right pelvic cavity and peritoneal cavity/ left: endomyometrium') and endometritis ('chronic endometritis') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro) and levonorgestrel (mirena) from (B)(6)2009 to (B)(6)2009. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 days after insertion of essure. In (B)(6)2008, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), depression ("psych injury, psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy-uterus and cervix and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2009. At the time of the report, the device breakage, uterine perforation, device dislocation, pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the endometritis, anxiety, depression, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, endometritis, menorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2008 patient received treatment for fracture. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: unilateral occlusion (left tube occluded) malposition of essure device only left essure coils in place and the right device located outside of the fallopian tubes in the right pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: new event: fracture,post removal complication, event outcome were added. And reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation- the right essure is outside the uterus.') And device dislocation ('malposition of essure device location of device: outside of the fallopian tubes in the right pelvic cavity and peritoneal cavity') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro) and levonorgestrel (mirena) from (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis ("chronic endometritis"), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish") and depression ("psych injury, psychological or psychiatric problems condition: depression"). The patient was treated with surgery ( total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, endometritis, anxiety, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, endometritis, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded) malposition of essure device. Only left essure coils in place and the right device located outside of the fallopian tubes in the right pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation- the right essure is outside the uterus.') And device dislocation ('malposition of essure device location of device: outside of the fallopian tubes in the right pelvic cavity and peritoneal cavity') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro) and levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis ("chronic endometritis"), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish") and depression ("psych injury, psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hyst. (Full) and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, endometritis, anxiety, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, endometritis, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded) malposition of essure device only left essure coils in place and the right device located outside of the fallopian tubes in the right pelvic cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: endometritis was added as a event. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, psychological trauma, menorrhagia, device dislocation, uterine perforation. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.